Event description:
Reported as "port rupture." (Leak).

Manufacturer narrative:
Taper I. Visual examination of the returned device determine the access port tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis also noted damage from a sharp instrument, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to this portion of the lap-band system returned. Performance tests indicate no leakage at the access port. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."